Event description:
It was reported that an ilet pump¿s touchscreen was cracked, after which the device was not functional and was no longer watertight. The family indicated the screen broke easily, and a replacement was arranged with instructions provided for shutdown and return. Symptoms included no reported blood glucose impact. Outcomes included no medical intervention and continued cgm use via the dexcom app or receiver. Investigation included complaint intake, user education on device shutdown, logistics for replacement, and return arrangements. Investigation of this case revealed a damaged touchscreen component consistent with physical damage rendering the device nonfunctional and compromising enclosure integrity. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external impact or stress.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.